Event description:
The patient had two leads implanted with the same lot number. It was reported the patient was not receiving effective stimulation. X-rays were taken and showed the leads had migrated. The patient underwent revision surgery where the leads were replaced with new ones and repositioned back into place. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.